Event description:
It was reported via phone call that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 178 mg/dl. Customer took the battery out to try to reset the pump and it is still not working. Customer was bolusing via manual injection as she does not have long acting insulin. Customer stated that she was working in the yard before she received the alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the escape button due to corroded keypad traces noted. No unexpected button error alarms noted. The insulin pump has cracked lcd window, cracked case at the lcd window corners, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.